Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On an unspecified date the plunger his humapen ergo was broken. This humapen ergo teal/clear pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot a1410. The device was returned on 13oct2015 and found to have two engagement tabs that were broken, the inscriptions and the graduations on the cartridge holder were worn, and one piece of soft touch was missing on the pen body. The user of the pen, training information of the user, and age of the device were unknown. The device was returned on 13oct2015. The humapen ergo teal/clear pen body with a clear cartridge holder attached was not continued. Edit upon internal review on 30oct2015 on the EU/ca field selected no for does this pose a public health threat.

Manufacturer narrative:
No further follow up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: a patient reported that the plunger of his humapen ergo device was broken. Investigation of the returned device (batch a1410, manufactured october 1999) found both opaque cartridge holder engagement tabs were broken. This malfunction may cause an underdose. Malfunction confirmed. While the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device was manufactured (1999), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo device has been designed to be used for up to 3 years after first use. It also states not to use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. Corrective action: a new cartridge holder design was developed and introduced in september 2000 with lot a1493. This design eliminates stress on the engagement tabs and any undesirable surface features. No further corrective actions are planned as the device manufacturing was discontinued december 2006. There is evidence of improper use. Based on the manufacture date, it is likely the patient used the device beyond the recommended use period.

Event description:
Lilly case ID: (B)(6). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On an unspecified date the plunger his humapen ergo was broken. This humapen ergo teal/opaque pen body with an opaque cartridge holder attached was associated with product complaint 33472191, lot a1410. The device was returned on 13oct2015 and found to have two engagement tabs that were broken, the inscriptions and the graduations on the cartridge holder were worn, and one piece of soft touch was missing on the pen body. The user of the pen, training information of the user, and age of the device were unknown. The device was returned on 13oct2015. The humapen ergo teal/opaque pen body with a opaque cartridge holder attached was not continued. Edit 05nov2015: upon internal review of the EU/ca field, selected no for does this pose a public health threat. Update 09nov2015: additional information received on 09nov2015 from the global product complaint updated the device from a humapen ergo teal/clear pen body with a clear cartridge holder to a humapen ergo teal/opaque pen body with an opaque cartridge holder. Update 11nov2015: additional information received on 11nov2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; updated the improper use and storage to yes.